Event description:
It was reported that suspected catheter failure occurred. The patient experienced withdrawal symptoms. A catheter revision was done. The device system was used to deliver baclofen. It was later reported that catheter serial # (B)(4) was completely explanted and replaced on (B)(6) 2013. The catheter issue was unable to be determined. The device system was used to deliver lioresal 200mcg/ml at ¿96¿/day. The patient experienced flu-like symptoms, specified as withdrawal symptoms and less than 50% therapy relief. On the day of the replacement, the patient status was reported as ¿alive-no injury¿. It was later reported that the catheter was cut during explant.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8591-38, lot# d03814, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter serial (B)(4) was returned in segments. Analysis revealed no significant anomalies.